Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an infusion set bent cannula event on 24-feb-2026. The set was inserted where the patient had insufficient subcutaneous tissue. The event occurred on the first day after insertion at the abdomen site, with the set in use for only a few hours. The patient's blood glucose level was high and treated with a correction via pump. No further information available.